Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a significant amount of metal flakes were observed on the monitor. The flakes were removed with forceps and a back up device was used. The cutter had never been used before and hadn't touched any hard objects.

Event description:
It was reported that a significant amount of metal flakes were observed on the monitor. The flakes were removed with forceps and a back up device was used. The cutter had never been used before and hadn't touched any hard objects.

Manufacturer narrative:
The reported failure condition of metal flakes removable with forceps was confirmed since the device showed scratch marks and a missing tooth. As per investigation results the probable root causes for the tooth breakage can be associated, but not limited to: inadequate window profile; inadequate size selected for the application; material brittleness; excessive pressure applied contact with metal a object since none of these root causes may be ruled out with the evidence at hand the root cause will stay as multi-factorial with the most probable causes as stated above. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.